Event description:
Customer reported discordant ionized calcium (ca++) result between the instrument and a reference method. There was no injury reported due to this event.

Manufacturer narrative:
Customer has been instructed to replace the calcium electrode. The cause for the discordant ionized ca++ results is unknown. (B)(4).